Manufacturer narrative:
The insulin pump was received with scratched lcd window. No crack case noted. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer stated that the insulin pump has a crack on the casing. The customer inspected the drive support cap, and stated that it was indented, but it was uneven. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.